Manufacturer narrative:
H6: continued: health effect - clinical code: 2687 foreign body in patient. Health effect - impact code: 4652 exposure to contaminated device / risk of infection. Medical device problem code: 2895 contamination /decontamination problem, 4048 failure to clean adequately. Component code: 4761 access port. Type of investigation: 10 testing of actual/suspected device, 4110 trend analysis, 3331 analysis of production records. Investigation findings: 4228 device incorrectly reprocessed. Investigation conclusions: 19 cause traced to user, 4315 cause not established. Correction information: b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the reported event was that a hemostatic clip was left inside the endoscope channel and subsequently fell into the patient's body. Based on the investigation, during an endoscopic procedure, when attempting to remove a clip from the patient's body using the suction function, the clip became caught in the inlet t-piece. During the subsequent reprocessing process, the staff did not notice that the clip had become stuck in the channel. In the next endoscopic procedure, the user did not thoroughly inspect the operation channel with a treatment tool during the pre-use inspection and therefore did not notice the presence of the clip remaining in the channel. During the following procedure, the clip that was inside the channel was pushed out by the treatment tool and fell into the patient's body. A definitive root cause of the reported issue could not be identified. No patient harm has been reported to date. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at (B)(6) on (B)(6) 2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks, however there was a concession to change the model plate which was an internal decision. The dates of approval for shipment and actual date shipped were confirmed to be on (B)(6) 2023. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed. 9610877-2025-00189_eg29-i20c_(B)(6)_hemo clip off inside the patient_fu1. 9610877-2025-00190_ec38-i20cf_(B)(6)_hemo clip off inside the patient_fu1.

Event description:
On 15-aug-2025, pentax medical became aware of an event involving a pentax medical video gastroscope model eg29-i20c, serial number (B)(6) in canada within the pai region. During the endoscopic procedure, it was reported that a hemostatic clip used in the previous patient remained inside the instrument channel and fell into the patient's body. After use in the previous patient, the endoscope concerned had undergone manual cleaning followed by high-level disinfection (hld) with an automatic endoscope reprocessor (aer). The fallen hemostatic clip was a resolution 360 clip size 2.8 mm (lot#35629397) manufactured by boston scientific. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H6: continued: health effect - clinical code: 2687 foreign body in patient. Health effect - impact code: 4652 exposure to contaminated device / risk of infection. Medical device problem code: 2895 contamination /decontamination problem, 4048 failure to clean adequately. Component code: 4761 access port. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available. Pentax medical conducted a good faith effort (gfe) to gather additional information regarding this event, and pci provided responses via email on 06-sep-2025. According to the responses: the case was performed as a diagnostic procedure. The examination was conducted using the endoscope concerned, which was found to have a retained clip from another patient. The detached clip was not retrieved from the patient's body. The physician determined that it was safer for the clip to be naturally excreted than to attempt removal. The clip detachment did not result in any additional procedures, such as further examinations or hospitalization. Additional information was also obtained: the same issue occurred with two endoscopes. The facility introduced the endoscopes in jun-2025 and confirmed that reprocessing was performed using a dedicated endoscope cleaning brush. High-level disinfection was performed using medivator advantage plus pass-thru units. Medivator model: advantage plus pass-thru sn# (B)(6), sn# (B)(6). Information about the chemicals used: manual washing in sink before medivator cycle: cleaning brush: pentax medical single use endoscope cleaning brush cs5522a detergent: southmedic ecozyme ultra ref#18560-4, lot: 011185, exp: 28-apr-2026 medivator chemicals: intercept plus detergent and cleaner ref# (B)(4), lot: 10000058, exp: oct-2026. High-level disinfectant for endoscopes: rapicide a, lot: 655926, exp: mar-2026, rapicide b, lot: 655927, exp: mar-2026. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. Eg29-i20c_(B)(6) _hemo clip off inside the patient. 9610877-2025-00190_ec38-i20cf_(B)(6) _hemo clip off inside the patient.